Manufacturer narrative:
(B)(4). Additional device info: the product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the patient are the same; therefore they were provided.   A batch review was conducted for potentially associated lot numbers h14e07065, h14d26019 and h14d04081 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis. Treatment for the peritonitis event was not reported. The patient was discharged on an unreported date within the following month of hospitalization. At the time of this report, the patient was recovering from the event. On an unreported date, dianeal therapy was withdrawn. Additional information was requested but is not available. This is report 1 of 2 involved in this event.